Event description:
In (B)(6) 2000, I had abdominal hernia repair. Surgery was done laparoscopy. Was told used mesh. The left side did not hold and on (B)(6) 2001 the hernia repaired for a second time using mesh. This time, it was done with incision. I do not know what type of mesh was used. Also, I had vaginal removal of uterus in (B)(6) 1994. At this time, my bladder was punctured and had to be repaired. I do not know how it was repaired. I have over the last few years had a number of troubles including pain and hosp stays. Over the last 10 months, I have been in the hosp 3 times first in (B)(6) 2010; second (B)(6) 2011 and last time so far (B)(6) 2011. Each of these times were blocked bowels. I am progressively getting worse and feel that the mesh may be playing a roll in the troubles.